Event description:
A 6 mm diameter x 80 mm length aurora biliary stent system was implanted into a patient for the treatment of a superficial femoral artery lesion. It was reported that the superficial femoral artery was totally occluded. A pioneer catheter was used to open the occluded artery, after which an aurora stent was implanted. A second aurora stent was implanted and during removal of the delivery system the inner member detached from within the luer of the delivery system in a section of the device located outside the patient. The physician removed the detached inner member in its entirely from the patient. The patient was reported to be fine. The device was returned to medtronic and its evaluation has been completed. The inner member was confirmed to have detached and this was likely related to inadequate application or curing of the adhesive bond.

Manufacturer narrative:
Evaluation results: other (inner member detached from within the luer).